Manufacturer narrative:
(B)(4) follow up for correction. Following the submission of the initial MDR, it was determined that this event is considered an incorrect entry. The event was already submitted via MFR #9616066-2026-00324. This MDR will be voided.

Event description:
No additional information was provided.

Event description:
It was reported that the bd alaris pump module smartsite infusion set had damaged tubing. The following information was provided by the initial reporter: tubing bubbled up 2426-0007, 25105329.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.